Event description:
Customer reports lancet does not retract back into the softclix device. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).